Event description:
Pt was taken to surgery for removal of a port-a-cath. An incision was made and the port-a-cath was identified. The port was freed from its attachments. The catheter was pulled out, however, only 3 inches of the catheter came out. The end of the catheter was frayed. Fluoroscopy revealed that the remaining piece of catheter was in the superior vena cava and still attached to the subclavian vien wall. Not feasible to remove.